Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician was advancing the taxus express2 2.75x32mm drug eluting stent to the lesion in the non calcified, non tortuous right coronary artery when the hypotube shaft broke. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.